Event description:
During an lar procedure, after firing the device, the knife had cut the whole length, but staples were missing in approximately 10 mm at one end, and it was necessary to place a few stitches with a suture. There was no pt consequence.